Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the patient periodically noticed the fill cannula box not shaded in after changing infusion set site and doing a full rewind, load, prime and fill cannula steps on the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-mar-2018 with the following findings: during investigation, when the fill cannula step was performed the fill cannula box was properly marked in the ezprime menu. Unable to duplicate or verify reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.